Event description:
It was reported that the implantable cardioverter defibrillator incorrectly interpreted supraventricular tachycardia for ventricular tachycardia. Additionally the clinic was receiving unwanted transmissions for alerts and wanted to change the settings so that they did not receive them. Programming changes were recommended, but no changes or intervention was performed. There were no patient consequences.